Event description:
It was reported that, approximately four days following a gynecologic procedure, the suture broke in the middle of the suture line. The surgeon noted the knots at either end were intact. The pt required re-suturing.